Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced failed sensor after warm up which occurred the day after the sensor had been inserted in the abdomen. The patient experienced chest pain and was brought to the hospital by ambulance. The blood glucose reading was 454 mg/dl. The hyperglycemia was treated with insulin. The patient underwent unspecified cardiac testing and had no cardiac diagnosis. The patient was hospitalized for 1 day. There was no documentation of further medical intervention for hyperglycemia. At the time of the report, the patient was feeling weak and not ok. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.